Event description:
It was reported that a pt suffering from chronic bronchitis was being ventilated in the intensive care unit with the device. She was producing abundant but not really viscous secretions. After ten hours of use, the nurses heard the ventilator alarm sound and noticed that the pt was cyanosed. The dr on call noticed that the tidal volume was decreased and the pt was suffering from a severe bronchospasm. The dr treated the pt for the bronchospasm (sedation, curarisation bronchodilator ventoline), but the tidal volume did not increase. When the pt was manually ventilated via a reservoir bag, without a device in place, the pt became quiet. When the device in the circuit was replaced with a new device, ventilation was normal. The device was reported to have been tested by the hosp biomedical svc and found to be blocked. No permanent adverse effects on the pt related to this incident were reported.